Event description:
The patient has been an inconsistent user and reported pain with use of her cochlear implant. Testing showed that the patient's device is functioning. Surgery to explant the patient's device will be scheduled.